Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leak in head unit, error code e228. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leak in head unit, error code e228 is displayed and therefore no image. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image during inspection for use. There were no reports of patient involvement.